Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer contacted tandem technical services (cts) requesting guidance with the load process. The customer reported was confused on the sequence of the screens and air removal process of the cartridge. Reportedly, the customer had not completed training on the pump. The customer's blood glucose (bg) was 500 mg/dl at the time of the report and delivered a bolus to address bg level. The customer's blood glucose decreased to 300 mg/dl while contacting cts. The customer stated would complete training prior to proceeding with the pump.